Event description:
Hamilton medical ag received the following event description: during ventilation, tf:8912 appeared. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).investigation ongoing

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The complaint reported technical fault tf:8912 occurring intermittently during use with intellicuff; the patient was connected at the time, but no harm occurred. Log review confirms four occurrences of tf 8912 ¿ ftf_cuff_no_motor. The first event on (B)(6) 2025 at 10:53:20 was followed by repeated cuff-related alarms including alm_cuff_leak (3057) and disconnection-related alarms, consistent with impaired cuff motor function. Additional tf 8912 events were logged at 10:09:43, 16:04:52, and 16:21:52 the same day, confirming recurrence. Based on intermittent motor detection failure and recurrence within the same day, the most probable root cause is an internal malfunction of the cuff pressure controller rather than cabling, which was verified as properly installed. Correction was replacement of the cuff pressure controller. Following the replacement, device passed all tests and is back in use. No further complaints for this device have been registered. Hamilton medical ag considers this case closed.